Event description:
It was reported by the affiliate that the (1) mcm30 was used during an unk procedure. It was reported that the clips were malformed. The case was completed with another instrument and there was no consequence to the pt.